Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patient's discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous report by a nurse from taiwan of bacterial peritonitis with culture positive for klebsiella pneumoniae in a patient coincident with dianeal pd2 ultrabag and extraneal viaflex therapies, intraperitoneally (ip) for continuous ambulatory peritoneal dialysis (capd). On (B)(6) 2010, the patient experienced bacterial peritonitis and was hospitalized. It was not reported if remedial therapy was prescribed. The root cause of the bacterial peritonitis was not reported. On (B)(6) 2010, the patient was discharged from the hospital. On an unreported date, the event of bacterial peritonitis resolved. It was not reported if dianeal and extraneal therapies continued. The nurse believed that the event of bacterial peritonitis was unrelated to dianeal and extraneal therapies.